Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was damaged and left marks at the patient's injection site. The following information was provided by the initial reporter: material no: 320550, batch no: 0091910. It was reported pen needles leave marks at her injection site and they don't feel the same. Verbatim: consumer reported she has been using the bd nano pen needles and recently pharmacy provided her the 2nd gen. Stated the 2nd gen are harder and thicker to use for injections. Stated they leave marks at her injection site and they don't feel the same. Stated the pen needles seem to be a thicker poke during the injection - they are not as fine and the orginal nano.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was damaged and left marks at the patient's injection site. The following information was provided by the initial reporter: material no: 320550, batch no: 0091910. It was reported pen needles leave marks at her injection site and they don't feel the same. Verbatim: consumer reported she has been using the bd nano pen needles and recently pharmacy provided her the 2nd gen. Stated the 2nd gen are harder and thicker to use for injections. Stated they leave marks at her injection site and they don't feel the same. Stated the pen needles seem to be a thicker poke during the injection they are not as fine and the original nano.